Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device requires functional verification. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device on site and determined that this model is no longer supported, and the spare parts are no longer available due to end of life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device is eol.